Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant check belt alarms) has been confirmed. Upon eval, there was an open white pulse wire inside the trunk cable. The cause of the check belt alarms is the open pulse site. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.